Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at 1275mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was recently transferred to adult care, and the physician believed that a spinal intrathecal catheter would work better than the ventricular catheter. The pump was also found to have a dent near the catheter access port from a previous catheter revision and the physician determined that it was safest to replace that. The pump and catheter were replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked but would not be made available. The patient status at the time of the report was alive with no injury.